Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low impedance values which have been "trending low." The lead remains in use. No patient complications have been reported as a result of this event.